Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's trial lead moved when she got off the table in the operating room. The physician attempted to place the lead back into position without success. The lead was removed and replaced with a new one. The surgical procedure was extended thirty mins.